Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, menorrhagia, constipation, kidney stones, cystitis and polycystic ovaries. On (B)(6) 2009 : urine hcg negative. As concurrent condition the report mentioned bronchitis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 321 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspepsia ("digestive problems"). On (B)(6) 2013 she experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017 she experienced ovarian cyst ("ovarian cyst"). Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping") and back pain ("severe back pain"). The patient was treated with aleve (naproxen sodium) and ibuprofen as well as surgery (hysterectomy). At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain, dyspareunia and headache had not resolved. The outcomes for migraine, dysmenorrhoea, dyspepsia and ovarian cyst were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dyspepsia, headache, migraine, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: 2 trailing coil on both side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: results: confirming full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain ,dysmenorrhea. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2020: medical record received removal details, reporter information and medical history were added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, menorrhagia, constipation, kidney stones, cystitis and polycystic ovaries. (B)(6) 2009 : urine hcg negative. As concurrent condition the report mentioned bronchitis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 321 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspepsia ("digestive problems"). On (B)(6) 2013 she experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017 she experienced ovarian cyst ("ovarian cyst"). Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping") and back pain ("severe back pain"). The patient was treated with aleve (naproxen sodium) and ibuprofen as well as surgery (hysterectomy). At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain, dyspareunia and headache had not resolved. The outcomes for migraine, dysmenorrhoea, dyspepsia and ovarian cyst were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dyspepsia, headache, migraine, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: 2 trailing coil on both side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: results: confirming full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.